Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc I-beam tray 75mm catalog # 141224 lot # unk, vngd ps+ tib brg 16x71/75mm catalog # 183746 lot # unk, van ps open intl fem-lt 62.5 catalog # 183126 lot # unk. Customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was revised to treat patellar clunk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: explant date : device was not explanted. Reported event was confirmed by review of medical records. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further information.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.